Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 2,000 ohms. Subsequently, this patient underwent a revision procedure and the rv lead was surgically abandoned. No additional adverse patient effects were reported.